Event description:
On (B)(6) 2010, a report was received about a defective twist clamp on a transfer set. The home patient (hp) had been on automated peritoneal dialysis (apd) for 1.5 years. The hp was well-trained and had not been overtorquing the twist clamp or using a cleaning or disinfecting solution. No patient injury was reported and no intervention was necessary. On (B)(4) 2010, broken occluder feet were found during evaluation.

Manufacturer narrative:
(B)(4). The set was tested underwater at 8 psi (pounds per square inch) and a leak was noted through the cap with sleeve in closed position. The sleeve was opened and visually inspected, and broken occluder feet were noted. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorquing. The complaint was confirmed in the lab for broken occluder feet. (B)(4).